Manufacturer narrative:
UDI: (B)(4).

Event description:
It was reported the patient developed hematoma. The issue was addressed by manually removing the blood. The patient was placed on antibiotics prophylactically. No patient symptoms were detected.